Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an MRI of their brain on wednesday the 15th and they felt little pulses where the device was inserted and the MRI facility said that was not normal and they should have it checked out. The patient said they went out of the room, they deactivated it and then reactivated it, went back in to finish the MRI and they still felt a couple of little pulses but there was no pain and it stopped happening after the MRI. The agent reviewed MRI information and redirected the patient to their doctor to further address the issue. The patient said they wanted to be in touch again. The agent offered and sent an email to the reps in the area. The patient was redirected to the doctor.